Event description:
It was reported that during a surgical procedure, the system experienced a homing failure. Necessary troubleshooting was performed, and the handpiece needed to be replaced to continue with the case. No surgical delay or patient injury was reported. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. The customer reported that during the homing stage, the system experienced a homing failure. Necessary troubleshooting was performed, and the handpiece needed to be replaced to continue on with the case. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual and functional evaluation found that the drill guide support was bent inwards. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.